Event description:
It was reported that during a software upgrade, the patient received inappropriate shocks due to t-wave oversensing. During the upgrade, the wand moved and the device went into back-up mode. The patient received six shocks before the back-up mode could be resolved with a firmware download. The software upgrade was successfully completed and the device was reprogrammed. The patient condition was good after the event.